Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (driveline) cut approximately 3¿ from the pump housing and the distal portion was returned measuring approximately 16¿. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Visual inspection of the driveline did not reveal any signs of damage to the outer silicone jacket or bionate layer beneath. Electrical continuity testing revealed discontinuity across the green wire. Approximately 3" of metal shielding breakdown was identified approximately 13" from the pump housing. Insulation breaches were identified on the black and green wires, along with a fracture of the green wire at the same location, approximately 13" from the pump housing. The observed wire damage was located in the same area as the observed metal shielding breakdown. The observed insulation breaches appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. The fracture of the green wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. If the exposed conductors of the damaged wire made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the pump stoppage or low speed events captured in the log file. A fracture in the green wire would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline faults and corresponding yellow wrench advisories. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years and 8 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the emergency department with low speed advisory alarms. Vad interrogation revealed driveline fault alarms and pump stoppages. There was no reported adverse consequence to the patient due to the event. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the pump stoppages. These events occurred while patient¿s lvad system was connected to batteries. This was possibly due to a phase to phase short from a broken wire. X-rays of the external portion of the percutaneous lead (driveline) were unremarkable; however, the internal section showed an area of thinning with some shield separation. On (B)(6) 2018, it was reported that there was a fracture along the internal portion of the driveline and subsequently the pump was exchanged on (B)(6) 2018.